Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract after catheter placement. Found after use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Bd received an insyte autoguard blood control 24 gauge unit from lot 7131506 for evaluation. The unit was not returned in its original packaging. Our quality engineer visually inspected the returned unit and observed that the needle was retracted and the white button was depressed. The needle was reassembled into the out position and no physical/mechanical damage was observed to any of the components. Next, the engineer performed the hub twist test and depressed the button. The retraction was successful and no delay was observed. The engineer was unable to identify any characteristics that could have contributed to the reported defect and was unable to verify the reported issue. This appeared to have been an isolated incident since this was the first reported issue of needle retraction failure associated with the reported lot. Since this appeared to have been an isolated incident no corrective actions were deemed necessary at this time. A review of the device history record revealed zero defects found during production. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit.

Event description:
It was reported that the needle of the bd insyte autoguard bc shielded IV catheter failed to retract after catheter placement. Found after use. No reports of serious injury or medical intervention noted.